Event description:
During the ablation of the atrioventricular nodal reentrant tachycardia, av block occurred and a temporary pacemaker implant was necessary, but after 24 hours of follow-up it was determined that a permanent pacemaker would be implanted. There were no alleged performance issues with any abbott device and the physician alleges it was an iatrogenic event.